Manufacturer narrative:
The insulin pump did not have a battery when received. Device passed the functional test, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. Device had minor scratched display window and cracked reservoir tube lip. No data was listed for (B)(4) 2012. The download history files listed data from (B)(4) 2014 through (B)(4) 2014. History shown as follows. No data was listed after (B)(4) 2014 due to pump reset. (B)(4) 2014 total insulin 40.100 units. (B)(4) 2014 total insulin 33.000 units. (B)(4) 2014 total insulin 30.100 units. (B)(4) 2014 total insulin 40.100 units. (B)(4) 2014 total insulin 23.0 00 units. (B)(4) 2014 total insulin 23.000 units. (B)(4) 2014 total insulin 0.400 units, due to empty reservoir alarm at 00:27. (B)(4) 2014 low battery alarm, battery change, battery removed, battery out limit alarm, insulin pump reset to factory default.

Manufacturer narrative:
Additional information was not included with the initial report. The information has been provided with this report. The insulin pump passed the delivery volume accuracy test.

Event description:
It was reported that the customer is deceased. It was stated that the customer had a massive heart stroke and brain hemorrhage was the cause of death. It was stated that the blood glucose value at the time of death was 107 mg/dl; same as last value recorded in meter or insulin pump. Customer was not wearing the insulin pump at the time of death; he disconnected the insulin pump 5 days before passing. Spouse did not want the device back after analysis. It was advised that it is important to have a functioning battery in the insulin pump; otherwise critical data may be lost. It was stated that this device was received as a replacement on (B)(6) 2012. Nothing further reported.